Event description:
Reportedly, on (B)(6)2022 a pacemaker replacement from competitive device to eno dr was performed. Implantation of the associated beflex lead was in 2014. The pacing threshold of both leads with the old pacemaker were on good and acceptable range. Ra: 0.5v @ 0.4ns rv: 1.5v @ 0.4ms after replacement a device follow-up was performed outside the operation room and the thresholds of both leads measured with eno dr increased and became unstable: ra: between 0.5v @ 1.0ms to 1.0v @ 1.0ms rv: between 3.5v @ 0.35ms to 1.25v @ 1.0ms an immediate re-intervention was performed at the same day and the previously implanted eno dr was replaced with a new eno dr. After the additional replacement the pacing thresholds became again acceptable and stable ra: 0.5v @ 0.35ms rv 1.25v @ 1.0ms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. H11. Corrected data: 3. Date received by manufacturer changed to 26/01/2023 as dives investigation received.

Event description:
Reportedly, on (B)(6) 2022 a pacemaker replacement from competitive device to eno dr was performed. Implantation of the associated lead was in 2014. The pacing threshold of both leads with the old pacemaker were on good and acceptable range. Ra: 0.5v @ 0.4ns rv: 1.5v @ 0.4ms after replacement a device follow-up was performed outside the operation room and the thresholds of both leads measured with eno dr increased and became unstable: ra: between 0.5v @ 1.0ms to 1.0v @ 1.0ms rv: between 3.5v @ 0.35ms to 1.25v @ 1.0ms an immediate re-intervention was performed at the same day and the previously implanted eno dr was replaced with a new eno dr. After the additional replacement the pacing thresholds became again acceptable and stable ra: 0.5v @ 0.35ms rv 1.25v @ 1.0ms.